Event description:
The insulin pump was returned due to an alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk.